Event description:
On (B)(4) 2012, the lay user/ patient contacted lifescan (lfs) alleged her onetouch ultramini meter was reading inaccurately high compared to her feelings or normal results. This complaint was classified using the customer care advocate (cca) documentation. On (B)(6) 2012 at 9am the patient reported obtaining a reading of '190mg/dl' on her lfs meter. It is unknown what diabetes medications the patient takes to manage her diabetes. The patient reported on (B)(6) 2012 at 10am, she had something more to eat or drink than usual. The patient reported 1 hour later, she developed symptoms of 'sweating.' The patient denied receiving any medical treatment in response to the alleged symptoms. At the time of troubleshooting, the cca documented that the subject meter was in the correct unit of measurement, and the patient¿s test strips were in good condition. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reported developing symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.